Event description:
Information was received that while a smiths medical cadd ms3 infusion pump was in use with a patient, it is under-infusing medication . Incident has been reported to be resolved with no injury resulting.